Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the catheter was kinked near the juncture hub. Microscopic examination of the kink confirmed that no holes were present. The kink was located 1mm from the juncture hub. The length of the catheter body from the juncture hub to the tip measured 2.559 inches (65 mm), which is within specifications of 2.554" - 2.564" per product drawing. The outer diameter of the catheter body measured to be 0.0355 inches which is within specifications of 0.031" - 0.041" per product drawing. The inner diameter of the catheter tip measured to be 0.019 inches which is within specifications of 0.0185" - 0.0225" per product drawing. The returned endurance catheter was flushed using a water-filled lab inventory syringe to detect any blockages. When the catheter was flushed, no resistance was encountered and the catheter flushed as expected. Leak testing was also performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 10555-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing the catheter. Product r & d and quality engineering were consulted as part of this investigation. Based on the location of the kink, it appears the user raised the catheter over 90 relative to the skin. The instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement." The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction (figure 10). The report of a catheter body kink in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked. The returned catheter met all relevant dimensional requirements. Upon functional testing, no blockages or leaks were observed. Per r & d and product quality engineering, based on the location of the kink, it appears the user raised the catheter over 90 relative to the skin. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the device was not flushing and not able to aspirate. Tried to reposition, flush, and a new securement. The device was removed and a PICC line was placed. No patient harm or injury reported. The patient's condition is reported as fine. Therapy reported to be delayed/interrupted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the device was not flushing and not able to aspirate. Tried to reposition, flush, and a new securement. The device was removed and a PICC line was placed. No patient harm or injury reported. The patient's condition is reported as fine. Therapy reported to be delayed/interrupted.